Event description:
A patient reported her first implant was removed on (B)(6) 2014 because it was too big and a smaller one was put in. The patient stated it didn¿t work for 3 months and then it quit working for 2 years. The patient stated she then went to a different healthcare professional (hcp). The patient also noted she had kidney stone and she has had thousands, the patient did confirm the kidney stones were a pre-existing condition. The patient noted she didn¿t feel stimulation sometimes. The patient stated when she sit down in a deep chair she can feel stimulation, then when she sits in her recliner she can feel a letting bit of stimulation. The patient noted sometimes she can barely feel stimulation. The patient confirmed she was getting 50% or more reduction in symptoms, but she was experiencing pain from the kidney stones. The patient stated she had to increase stimulation for the pain. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.